Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient would like the male external catheter to be less aggressive and easier on the skin.

Event description:
It was reported that the patient would like the male external catheter to be less aggressive and easier on the skin. It was later reported from the customer that the adhesive on the mec was too aggressive and caused the skin to break down. The patient used adhesive remover. No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive. A potential root cause for this failure could be due to "viscometer failure or mechanical failure". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions to apply: 1) verify correct size prior to use. 2) trim pubic hair if necessary. 3) wash penis with mild soap and warm water. Dry thoroughly. Wear time may be reduced if skin is not dry or cream/oil is used. 4) open package at perforation. Remove catheter from plastic insert, if present. 5) place rolled end over the end of the penis, leaving a small space between the end of the penis and the cone of the catheter. 6) unroll the catheter over penis. 7) gently squeeze the catheter to properly seal adhesive to the skin. If possible, avoid leaving a rolled ¿collar¿ around the base of the penis. Important: wear time may be reduced if adhesive is not properly sealed to the skin. 8) connect the catheter to a drainage system. Make sure to check that connections are secure before use. Directions to remove: 1) ensure drainage bag is empty. 2) disconnect catheter from the drainage system. 3) gently roll the catheter forward and off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive. Disposal: after removal, dispose by placing the used catheter into a waste container." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not retunred.

Event description:
It was reported that the patient would like the male external catheter to be less aggressive and easier on the skin. It was later reported from the customer that the adhesive on the mec was too aggressive and caused the skin to break down. The patient used adhesive remover. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d1, d4, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not retunred.